Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h6. This report was just sent to reflect correction to h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk tibial; lot# unknown, item# unk bearing; lot# unknown, g2: literature - day, jonathan md1; fletcher, amanda n. Md, ms2; motsay, morgan bs2; manchester, maggie bs2; arthur, mark md3; zhang, zijun md, phd2; schon, lew c. Md2,a. Outcomes of transfibular total ankle arthroplasty: clinical and radiographic analysis of 130 cases with minimum 5-year follow-up. The journal of bone and joint surgery 107(12):p e61, june 18, 2025. / doi: 10.2106/jbjs.24.00983. The reported event could not be confirmed due to lack of information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed as per gblw04003, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Root cause has been identified as the root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article reported a retrospective review of prospectively followed patients who underwent primary transfibular total ankle arthroplasty (taa) performed by dr. Lew c. Schon between approximately 14 years ago over a 6 year range. The purpose of the study was to report the survivorship and causes of failure of the zimmer biomet implant, and the secondary aim was to describe the functional and radiographic outcomes. The study reviewed 130 patients / 122 ankles with complete minimum 5-year follow up. In all patients, joint replacement was performed using the press-fit zimmer biomet taa implant via a transfibular approach to the ankle. The mean follow-up was 5.9 years (range, 5.0 to 10.1 years). The mean age was 60.8 years (range, 23 to 82 years), and 65 (50%) of the ankles were in females. The study reported 5 patients developed postop peri-incisional cellulitis and were treated with oral antibiotics. It was reported from a journal article that a patient received a total ankle arthroplasty on approximately 13 years ago. Subsequently, the patient developed peri-incisional cellulitis and was treated with oral antibiotics. Attempts have been made and no further information has been provided.